Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the patient¿s blood glucose was 31 mmol/l with extreme thirst. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s basal rate settings were recently changed by a healthcare provider. During troubleshooting, it was reported that: the pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. There was no indication of a device malfunction during troubleshooting. The patient was referred to a healthcare professional for diabetes management. This complaint is being reported because a device malfunction was alleged to have contributed to the reported health event.

Manufacturer narrative:
Follow-up #1 date of submission 09/28/2016-product analysis: the device was returned and evaluated by product analysis on 08/29/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed the last basal delivery and the last bolus delivery were on (B)(6) 2016. An unexplained loss of prime event occurred on (B)(6) 2016 at 19:55; deliveries never resumed. No abnormal pump behavior was observed. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).